Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device remains implanted and has not been returned for additional evaluation and investigation. As additional physical investigation has not been performed on the device, a definitive root cause has not been determined. Per the instructions for use of the device, catheter coiling is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) stated that, during a catheter study, the physician couldn't withdraw csf from the catheter. The catheter appears to be out of the intrathecal space and coiled behind the pump. The patient has complained of unrelieved pain. Revision surgery has been recommended, but not completed at this time.